Event description:
It was reported the patient had an inflammatory mass and the patient¿s healthcare provider wanted to do a scan to check for the presence of a granuloma. It was later reported the patient had weakness in their legs and urinary incontinence. It was noted the symptoms started 4-6 weeks prior to report. It was noted the patient underwent a CT the day of report and a granuloma was confirmed. It was unknown which of the patient's implantable devices caused the granuloma. Reference regulatory report 3007566237-2014-01311 for the other implanted device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that granuloma, which affected the patient's ability to walk, was a catheter granuloma related to an infusion pump, the patient's other implanted device. Two weeks prior to the patient's granuloma diagnosis, the patient had no control of her bladder. She had been back to her doctor about her bladder control twice, but still got up three times a night and was soaked. She had an appointment with her healthcare provider for the device in december but planned to try and get an earlier appointment.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v662598, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported the location of the inflammatory mass was unknown and no devices had been replaced or revised. It was stated the patient had minimal improvement and no interventions were taken. It was noted the patient was being monitored and there was no plan on what they would do other than that.